Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the trocar balloon had a hole. The circular seal for the dissector balloon was cut. The dissector balloon and lock collar appeared intact. The inflation syringe was received. The insufflation bulb was received. Pmv performed functional testing: the hole was covered and the dissector balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicates the issue could have occurred during the introduction of the obturator or camera.

Manufacturer narrative:
Evaluation summary: the incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. Evaluation summary: the incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
According to the reporter, during a procedure the white trocar valve broke and rendered the balloon insufflation impossible. The reporter indicated they were unsure if the issue occurred during the introduction of the obturator or when the camera was introduced. There was no injury to the patient.